Event description:
New information states that the lead exhibited high capture threshold at the time of explant. The patient was in a stable condition post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced for unspecified issue. No further information was reported.